Event description:
Podiatrist performed surgery upon the left foot of pt I n 2006. Subsequently, pt suffered tissue necrosis and an infection in his left foot, which led to the development of a condition known as necrotizing fascitis which spread into his said foot and lower leg.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The report did not provide any specific info concerning the pump, procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. The directions for use (dfu) for on-q catheters and introducers contain this warning: "to avoid complications in restrictive spaces, use the lowest flow rate, volume and drug concentration required to produce the desired result, in particular: avoid placing the catheter in the distal end of extremities (such as fingers, toes, nose, ears, penis, etc.) Where fluid may build up as this may lead to ischemic injury or necrosis." (Rev. F). A technical bulletin has also been created covering "hand and foot surgery continuous infusion- volume and flow rate selection." (Rev. A). If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.